Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 instrument fired two clips at a time during the procedure. Then the device could not be used anymore. There was no consequence to the pt.